Event description:
Pt reported the infusion device doesn't deliver insulin properly. Pt stated in the last days she has had elevated blood glucose levels very frequently. Pt reported the infusion device doesn't deliver the basal rate properly but the bolus function works properly. Pt stated she disconnected both pumps (blue and white) and attempted to simulate the basal rate delivery on both. Pt reported at the end of the day, there were no insulin traces of insulin from the needle of the blue infusion device. Pt stated it was clearly visible that insulin came out of the needle from the white infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside of the untied states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.